Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was over 40 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer did not allege insulin pump was over delivering. Customer stated that they inserted a new sensor and in the plastic part and it was full of blood. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.